Event description:
The us complainant reported a side arm leak during support with the impella 5.5 pump. The issue occurred after more than 25 days of support. The leaking/malfunctioning pump was explanted. No further impella support was required and there was no injury sustained as a result of this issue. The malfunction is reportable to the FDA.

Manufacturer narrative:
The medical center returned the impella pump for benchtop analysis. The clinical information was analyzed as well. Sodium bicarbonate was used in the purge for 5 days of the support. Heparin used for the remainder of the pump support. When trouble shooting measures failed the pump was explanted earlier than anticipated. This explant was due to sidearm damage. The failure mode will be monitored and trended.